Event description:
Customer reported a pixel issue on their pump display, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with a replacement pump and was advised to use a backup insulin pump to ensure continuous insulin delivery. Cts provided instructions for storage mode and arranged for the defective pump to be returned via ups with a pre-paid label within 10 days.